Event description:
It was reported that the patient's implantable neurostimulator (ins) battery had depleted prematurely. The ins was implanted in (B)(6) 2010. In (B)(6) 2011, the battery reading was measured to be 3.74v, but now appeared to be depleted. A longevity calculation was performed to estimate the ins battery life using the parameters the ins was programmed to: 3.6v amplitude, 130 hz rate, and 60s pulse width. The estimated battery life was 81 months. The measured impedance, which was 1290 ohms, was within the normal range. Unable to follow up with the contact information provided, hence no additional information was obtained.